Manufacturer narrative:
Internal complaint reference #: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2019 with a journey ii xr system, the clinical subject experienced stiffness in the knee. A revision surgery was performed on (B)(6) 2020 to explant the system. The current health status of this clinical subject is unknown.

Manufacturer narrative:
Internal complaint reference #: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2019 with a (B)(6) system, the clinical subject experienced stiffness in the knee. A revision surgery was performed on (B)(6) 2020 to explant the system. The current health status of this clinical subject is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a review of the crf did not provide any clinical insight into the reported issue of ¿stiffness in the knee.¿ it has been reported that the event was treated with a tha revision and was resolved. Without the operative reports, a thorough medical assessment cannot be performed. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that decreased range of motion has been identified as a possible adverse event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.